Event description:
It was reported that the application stopped responding during an image and the monitor went black, causing the patient to be re-exposed. It was determined that they had an error that required an upgrade to fix. Once this was done, the unit is working as intended.